Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as the identification numbers were not provided by the complainant.

Event description:
It was reported that the physician tried multiple times to pass the cavity integrity assessment but had no luck. A second device was opened but still would not pass the cavity assessment. A hysteroscopy confirmed the presence of a perforation. The procedure was convered to laparoscopy to suture the perforation. No additional details available.